Event description:
A report was received that the patient was no longer using the device due to the pain going away. However, the ipg was causing the patient discomfort, and the patient wanted it removed. The device was explanted.

Manufacturer narrative:
This is the final report.